Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the patient underwent an implant of an intraocular lens (iol) resulting in hazy, dull vision. Original date of implant was (B)(6) 2011. The patient has been experiencing hazy, and dull vision since (B)(6) 2012. It was reported that the patient has a pre-existing condition of hypertension which was said to be under control. In addition, it was reported that there is no plan to explant the intraocular lens (iol) at this time. No other complications were reported at this time.